Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was seeing the reposition antenna screen on their ins recharger (insr). They last time they were able to successfully charge their ins was three days ago. They were able to communicate with their patient programmer (pp). The patient attempted to do antenna locate and got numbers starting in the 40s and up to the 90s but they still saw the reposition antenna screen on the insr. The patient stated the troubleshooting was causing their arm to hurt and cramp up. A replacement antenna was sent. No patient complications were reported as a result of this event. Additional information received from the patient on (B)(6) 2017 reported that the replacement of the insr antenna did not resolve com communication/charging issue. The patient noted that the ins 'quit working again' and that they were getting poor communication while trying to recharge. It was noted that the patient had been trying to charge on bare skin and that their last recharging session was 3-4 days prior to the report. The patient stated that their ins was dead, that they were in a lot of pain, and that they had no more 'tingling.' It was reviewed that the patient should follow-up with their hcp to get the ins checked. No further complications were reported.